Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed this device had no telemetry. A memory download could not be performed. The battery voltage could be measured and was found to be much less than expected. The battery was removed and replaced with an external power source and a high current drain was identified. The device case was removed in order to facilitate inspection of the internal components. Photo emissions analysis identified electrical overstress damage within the device circuitry. Analysis concluded this device had a high current drain and subsequent premature battery depletion due to a short within the device circuitry. Our product performance database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a right atrial (ra) revision took place due to noise and oversensing. The left ventricular (lv) lead was replaced as well due to the lv lead being implanted in a non acceptable way. The field representative checked all the leads and deactivated therapy on the device. After the new ra and lv leads were implanted and attempting to change the configuration of the lv lead from unipolar to bipolar no telemetry was seen. All cables on the programmer appeared to be normal, but it was not possible to establish telemetry. Due to the inability to interrogate the device a new device was implanted. The ra lead, lv lead, and the device will be returned. No adverse patient effects were reported.